Manufacturer narrative:
All mixing properties/working characteristics were satisfactory on retained samples. Firm control number: 276-19-96-06-26-d. Device name: gamma set screw. Catalog number: 3370-1-000. Mfg. Report type: malfunction. Alert date: 6/26/96. Description of event: reporter stated, the set screw package was empty. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Event description:
The cement set up prematurely. The conditions in the room were normal and the cement was not refrigerated. Two full doses of cement (simplex) were used. There was no adverse consequence for the pt or delay in surgery or anesthesia time.